Event description:
It was reported the customer had repeated no delivery alarms for the past two weeks. The customer's blood glucose was 238 mg/dl. Troubleshooting found insulin was not able to exit with a push plunger and there was greater resistance than normal. The customer also reported they were using outdated reservoirs. Customer also stated they were using expired infusion sets. Customer was advised against using expired supplies. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.